Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the capture thresholds had increased. When repositioning was unsuccessful, the lead was explanted and replaced. The patient was well with no symptoms.